Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother reported her son's blood glucose and insulin history is as follows: time, bg (mmol/l), (mg/dl), bolus (u): 8:15 am, 22, 396. 9:15 am, 26.8, 483. 9:45 am, 4 (manual injection). 10:00 am, she took her son to the hospital. Upon deactivation, it was noticed that the cannula was bent. The patient was able to activate a new pod. At the hospital they tested her son's heart and he was also dehydrated so they gave him water: 12:15 pm, 10.6, 191. The patient was kept overnight as there were still ketones present and he was released the next day. The pod was worn between 36 and 48 hours on the abdomen.

Manufacturer narrative:
Investigation of the returned product found a hole and bending in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Although the cannula was damaged, the cause and timing of the hole/bending could not be determined.